Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier had no light and required maintenance. The field service engineer (fse) assisted the customer in recovering the biometric identifier scanner that was not working. The customer later reported that the scanner started functioning after the pyxis had been left powered off for some time. The system functioned as intended after field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier has no light and required maintenance. Customer tried to reboot the station, but issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.